Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Updated: catalog/model #, device lot number, device expiration date, device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes, conclusion codes. Device evaluated by MFR.: the complaint device was received with its original pouch, outside the hoop. The device was returned attached to the rotablator system. Visual examination identified several kinks at the proximal end of the device. Outer diameter measurements were within specifications. A core wire fracture was noted approximately 13.5cm from the distal end. Sem fracture analysis revealed the fracture occurred in a bending overload direction as a result of a reduction in the cross sectional area of the wire, due to surface wear. No other material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR.: 2134265-2011-00665. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture and vessel perforation occurred. Vascular access was obtained through the right femoral artery. The 90% stenosed lesion was located in a non tortuous and severely calcified left circumflex (cx) artery. The lesion was successfully ablated twice, with a 2.0mm rotalink burr. Then, the 1.5mm rotalink burr was advanced to the left anterior descending (lad) artery. The rotational speed of the burr was 200,000rpms and during the first attempt to ablate, the rotawire guide wire fractured approximately 7cm proximal to the distal end. The burr 'dislocated and moved into the cx', perforating the vessel. The burr was retracted and removed from the patient. Resuscitation was performed on the patient. The guide wire was left in the patient and the patient went to surgery. During surgery the guide wire was removed and pericardiocentesis was performed. The patient expired 24 days after the procedure due to hypoxic cerebral damage.

Event description:
Same case as MFR.: 2134265-2011-00665. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture and vessel perforation occurred. Vascular access was obtained through the right femoral artery. The 90% stenosed lesion was located in a non tortuous and severely calcified left circumflex (cx) artery. The lesion was successfully ablated twice, with a 2.0mm rotalink burr. Then, the 1.5mm rotalink burr was advanced to the left anterior descending (lad) artery. The rotational speed of the burr was 200,000rpms and during the first attempt to ablate, the rotawire guide wire fractured approximately 7cm proximal to the distal end. The burr "dislocated and moved into the cx", perforating the vessel. The burr was retracted and removed from the patient. Resuscitation was performed on the patient. The guide wire was left in the patient and the patient went to surgery. During surgery the guide wire was removed and pericardiocentesis was performed. The patient expired 24 days after the procedure due to hypoxic cerebral damage.